Manufacturer narrative:
Results: the catrx was fractured approximately 38.0 cm, 65.0 cm, 122.0 cm and 149.0 cm from the hub. Kinks were present along the length of the catheter. The device was stretched approximately 122.0 cm ¿ 149.0 cm from the hub. The total length was approximately 159.0 cm. Conclusions: evaluation of the returned catrx confirmed a fracture on its proximal shaft. If the catrx is manipulated at extreme angles while retracting, the catheter may become kinked and subsequently fracture. Further evaluation of the device revealed kinks, stretches and additional fractures on the distal segment of the fractured catheter. This damage was likely a result of snaring the distal fractured segment from the patient body. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the tibial arteries using an indigo system catrx aspiration catheter (catrx) and a guidewire (.014). During the procedure, the physician advanced the rx port over the guidewire and proceeded to make a few passes in the proximal sfa prior to advancing distally towards the tibials. While attempting to use the catrx below the knee, the physician encountered resistance and subsequently, decided to remove the catrx from the patient. While pulling back the catrx, approximately 100 centimeters broke off inside the patient in multiple segments. It was reported that one segment was captured by the snare and became stuck in the aorta where it was difficult to re-capture. However, after approximately one hour, the physician was able to successfully snare all the catrx segments from the patient. The physician attempted to use a non-penumbra device to complete the procedure; however, no change was observed in the patient''s condition. Therefore, another lytic catheter was placed in the patient and was used to deliver an overnight tpa drip. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated for clarification on this follow-up #02 MFR report:3005168196-2020-01479. 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the tibial arteries using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath and a guidewire. During the procedure, the physician advanced the rx port over the guidewire and proceeded to make a few passes in the proximal sfa prior to advancing distally towards the tibials. While attempting to use the catrx below the knee, the physician encountered resistance and subsequently, decided to remove the catrx from the patient. While pulling back the catrx, approximately 100 centimeters broke off inside the patient in multiple segments. It was reported that one segment was captured by the snare and became stuck in the aorta where it was difficult to re-capture. However, after approximately one hour, the physician was able to successfully snare all of the catrx segments from the patient. The physician attempted to use a non-penumbra device to complete the procedure; however, no change was observed in the patient's condition. Therefore, another lytic catheter was placed in the patient and was used to deliver an overnight tpa drip. There was no report of an adverse effect to the patient.